Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 03-sep-2027, UDI#: (B)(4), implanted: (B)(6) 2025, product type: catheter product ID: 8780, serial/lot #: (B)(6), ubd: 28-sep-2017, UDI#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, healthcare provider (hcp), and manufacturer representative (rep) regarding a patient receiving dilaudid (1mg/ml at 0.05mg/day) via an implantable pump for unknown indications. It was reported that the patient presented for a pump implant on (B)(6) and notified the rep and hcp that they recently had their pump explanted. The patient was not sure of the exact date of their pump explant but reported that they had a catheter revision done on (B)(6) 2025 and got an infection after surgery, so they ended up explanting the entire device. The patient did not report any withdrawal symptoms. The issue was resolved at the time of this report.